Event description:
Discoloration or oral mucosa esophagus was noted one day after a transesophageal echocardiogram. Although results of direct laryngoscopy were normal, one week later there was erosive esophagitis on endoscopy. This occurred five weeks into a three month trial of cidex opa solution with a tee probe disinfected with cidex opa. Asp followed up with the reporter and was informed that the pt is "all right now."